Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A voltage test was performed and failed. Share log was reviewed and a transmitter error was observed in the log within the investigation window. The customer complaint of a failed transmitter was confirmed . The root cause was determined to be a low transmitter battery that lead to a failure.